Manufacturer narrative:
Method: the device will not be returned for an analysis. As the lot number was not provided a review of the device history record (DHR) was not conducted. Results: as no device and no lot number were received for an evaluation, no methods were performed and results cannot be obtained. IFU (14-60-591-0-03) (page.4) flow rates may vary due to: fill volume, viscosity and/or drug concentration, pump position, temperature, storage, external pressure. The IFU (page 6.) "Caution: filling the pump less than labeled (nominal) fill volume results in faster flow rate". Multiple attempts were made to obtain additional info regarding the incident and the complainant reported no further info is available. Conclusions: the device was not returned to halyard for an evaluation, therefore the cause of the fast flow cannot be determined. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 92ml; flow rate: 2ml/hr; procedure: chemotherapy; cathplace: central line; pump filled at pharmacy on (B)(6) 2014 at 2:00pm . Infusion started on (B)(6) 2014 at 4:21pm. Infusion finished on (B)(6) 2014 at 4:20pm. It was reported by a pharmacy that a pump ran 24 hours earlier than expected as it was expected to run for 46 hours. As reported by halyard, "a pump ran 24 hours early on the 46 our pump". The incident occurred in the patient's home the pump was connected to the patient by a nurse. It was reported that no adverse event occurred with the patient and the patient's current condition is good. The device is reported as unavailable for return and analysis.